Event description:
User alleges they had one event of the hypodermic needle adhesive seal, between the metal and plastic, not holding thus allowing needle to disassemble. No reported injury.

Manufacturer narrative:
Results eval: this needle is supplied from terumo medical corp and they have been notified of this event. We are anticipating samples for the same device lot. Upon receipt of the supplier eval a follow-up report will be submitted.